Manufacturer narrative:
H4: the lot was manufactured between september 14, 2022 - september 16, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid in the device's bladder which suggested a no flow issue may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred during (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. After the expected therapy time was completed, it was observed that the device had not infused any of the medication dose. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.